Event description:
The customer reported that the system was displaying an iris pot failed error message on the c-arm display. No pt injury was reported.

Manufacturer narrative:
(B) (4). The customer canceled the service call.